Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 5fr. Reportedly, a suture break occurred. Two proglide sutures were successfully placed in the right common femoral artery (rcfa) using the preclose technique. The sheath was upsized to 8fr then 12fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. Although it was reported that a suture break occurred, the event is classified and analyzed as a suture retrieval issue, as the difference between the two failure modes is often not discernable to the user. Therefore, the reported suture break was confirmed as a suture retrieval issue was observed. Additionally, there was one cuff tab separated (not returned). Cuff tabs measure approx. 0.01 by 0.01 inches. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure.